Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch vita enhanced meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests his blood glucose 4x daily and manages his diabetes with liprolog insulin (4x daily). The alleged issue began on the morning of (B)(4) 2014. About 6am, the patient obtained a blood glucose result about ¿14-16 mmol/l¿ with the subject meter and administered his usual dose of liprolog insulin (30 units). By 9am, the patient reportedly retested and obtained results around ¿9-10 mmol/l¿ with the subject meter. Based on the alleged result, the patient administered an increased dose of liprolog insulin (34 units). About 15 minutes after, the patient claimed he felt symptoms of ¿empty stomach¿ and dizziness. The patient drank water and ate ¿a piece of protein bread, some tomato and cucumber¿ as treatment. The patient reportedly felt better about 15 minutes afterwards. The patient did not test his blood glucose with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the patient¿s meter and test strips have been returned on 8/25/2014 and 9/5/2014, respectively, and evaluated by lifescan product analysis on 9/13/2014 and 9/9/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.